Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that blood leaked through the membranes as well as casing with a bd vacutainer® multiple sample luer adapter. The following information was provided by the initial reporter, translated from french to english: adverse event on a damaged multiple vacutainer part number 367300. When the ide uncapped the vacutainer, she saw that the tip was a little skewed; she still adapted it to the pump casing without difficulty. It was when she was doing the sample she realized that there was a problem with the vacutainer/pump casing adaptation > the tubes once filled, the membranes of the tubes were full of blood as well as the pump casing.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked through the membranes as well as casing with a bd vacutainer® multiple sample luer adapter. The following information was provided by the initial reporter, translated from (B)(6) to english: adverse event on a damaged multiple vacutainer part number 367300. When the ide uncapped the vacutainer, she saw that the tip was a little skewed; she still adapted it to the pump casing without difficulty. It was when she was doing the sample she realized that there was a problem with the vacutainer/pump casing adaptation > the tubes once filled, the membranes of the tubes were full of blood as well as the pump casing.